Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Subsequently, customer was vomiting and suspected diabetic ketoacidosis (dka). Customer did not know blood glucose level. Customer went to the emergency room (ER); however, after approximately 2 hours, customer left the ER without receiving treatment. Upon returning home, customer administered an insulin injection to address ketones. Customer was resting and vomiting had lessened. Customer reverted to using manual injections for insulin therapy.